Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load into the tube when the surgeon opened the box. It was not used on the patient. Aortic graft was sewn on to enlarge the aorta prior to using heartstring. It was a slight delay to open a new device to complete the procedure. No patient harm was reported.